Event description:
Rptr had breast implants to bring her back to the size she originally was. The implant is under the muscle. She complains of ulcers, bad nerves, fatigue, depression & pain. She takes medicine for pain, depression & arthritis.